Manufacturer narrative:
During analysis of the returned device it was observed that the stent may have been partially outside of the sheath upon removal. No pt injury was reported.

Event description:
Device used in the sfa: stent would not fully deploy. Resistance felt during deployment, physician pulled harder and the physician heard a snap. The physician then pulled the distal handle together, however, the stent would not deploy. The physician re-sheathed and removed stent and delivery system. Physician decided to not do anything further. No patient injury was reported.